Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device had an unspecified malfunction. During service and evaluation, it was observed that the compact air drive housing was damaged, housing leaking, motor was blocked, bearing and seal were worn and sharp edges at the back of the thread. It was also noted that the device failed pre-test for general condition, marking and labeling, reverse locking mechanism, air leak, soft mode switch (safety system), triggers for forward and reverse mode, untrue running, excessive noise, power with test bench and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.